Event description:
Pt had been admitted the previous day and placed on cardiac telemetry. At approx 0500, the telemetry monitor for all of 2nd and part of 3rd floors went dark. Pt observed at approx 0515 resting quietly and easily aroused. Pt found at approx. 0530 unresponsive. CPR was initiated and code called. Unable to resuscitate and pt pronounced dead at 0549. Maintenance notified immediately when problem occurred. Monitors resumed working around 0930.